Event description:
The customer reported to olympus, the video system center had occasional white balance failure when connecting the rhino-laryngo videoscope mirror, and (narrow band imaging) nbi could not be used after the failure. The issue was found during preparation for use in a diagnostic procedure. There was no delay, injury or death reported and the patient was not under anesthesia. The facility finished the procedure with a similar device. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: no image. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's complaints were not confirmed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h4, h6, h10. Correction d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that no image occurred due to video connector socket failure. Olympus will continue to monitor field performance for this device.